Event description:
It was reported, the pt was having difficulty recharging the ipg. The sjm rep met with the pt and was unable to communicate with the ipg using external devices. It was reported the pt no longer had stimulation. The physician planned to undertake surgical intervention at a future date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.